Event description:
Philips received info from a customer site that the pt table moved downward on its own when the pt was placed on it. There was no report of injury to pt or operator as a result of this reported event.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Philips field service engineer (fse) evaluated the system and found that the phenolic coupling on the vertical drive mechanical train had failed, allowing the couch vertical motion to descend. The insert was replaced and no further issue occurred with the couch. As of may 2010 this system had been de-installed from the customer site. (B)(4).